Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure two resolute onyx rx coronary des were used to treat a lesion in the lcma. Approximately nine months post procedure the patient suffered worsening coronary artery disease. The patient was treated with medication and pci.cec adjudicated the event as non-q-wave mi (target vessel), 3rd udmi spontaneous. The site assessed the event as not related to the device or to the antiplatelet medication. The sponsor assessed the event as not related to the antiplatelet medication and possibly related to the device. The patient recovered.